Manufacturer narrative:
Device code relates to problem code for the reported event of catheter broken near the yellow transition zone. According to the complainant, the suspected device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex enteral colonic stent was to be used in the colon during a colonoscopy with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent would not deploy and the catheter was broken near the yellow transition zone. The physician removed the stent and completed the procedure using with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient¿ s condition at the conclusion of the procedure was reported to be fine.